Event description:
It was reported that, the bur was broken and stuck in the handpiece. There was no known patient impact.

Manufacturer narrative:
H3: the device was returned in three pieces inside a small resealable bag. The outer tube was disconnected from the proximal end of the assembly, which was stuck inside the collet. The proximal end of the inner assembly was also disconnected from the distal end of the assembly which remained inside the outer tube. Traces of green residue were observed on the inner hub, while black and yellow oily residue and striations were noted on the shaft. Upon return, the distal end (outside diameter) of the inner hub was found to be deformed. While the specification for this diameter shall be 0.330 ± 0.002 inches, it measured up to 0.367 inches, exceeding the specification. The functional testing could not be performed due to the damaged condition of the device upon return. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.